Manufacturer narrative:
Device passed the displacement test, displacement accuracy test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had not delivery bolus. Customer's blood glucose level was 9.4 mmol/l. Customer states insulin pump time out quickly and not deliver bolus. The insulin pump will not be return for analysis.